Event description:
The customer called to report a blank display. The customer stated that she is on vacation, and the insulin pump was exposed to moisture and direct sunlight. Troubleshooting was performed, and the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked case near the top right corner of the display window. The insulin pump also had a blank display due to moisture damage on the electronics.